Event description:
It was reported when using the pyxis medstation es system, es users were unable to login, and there was a "biometric identification requires maintenance" error when the user was trying to pull medication out of the station. The customer stated that they only had one station, and more than one user could not log in with the biometric identification. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the biometric identification scanner failed. A field service engineer removed, cleaned and reseated the universal serial bus connections between the biometric identification scanner and the docking board and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.